Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their ilet pump had split at the halfway point after removing it from the user's clothing and hearing a clanking sound. The agent advised switching to backup therapy, but the user chose to continue using the pump until the replacement arrived. A replacement ilet was arranged, and all shipping, return, and setup details were confirmed. Blood glucose (bg) was unaffected. No symptoms were reported, and no medical intervention was required at the time of call.